Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-04648.

Event description:
Related MFR report: 1627487-2020-04648. It was reported the patient's scs system was not providing adequate pain relief and the patient has planned to have the scs system removed.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related MFR report: 1627487-2020-04648. Additional information received identified the patient's scs system was removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-04648.